Event description:
The customer reported approximately six milliliters of clear blue diluent and cleaner fluid leaked from the tubing and onto the counter during system startup involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed; and patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked on the brown stripe tubing through pinch valve vl4b from line mf4. The fse noted the reason of the fluid leak was related to the instrument approaching preventive maintenance (pm) due date. The fse replaced the tube and tested for further leaks; no new leaks were noted. The fse had on proper personal protective equipment (ppe) during the instrument service. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).